Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient stopped feeling stimulation the morning of report and had been in pain. It was also stated the patient had a ¿call you dr¿ icon the morning of report as well. Reportedly, using the patient programmer, the patient was turning on the implantable neurostimulator (ins) and it was not responding.

Event description:
Additional information reported that the battery was going low. If more information is received, a supplemental will be filed.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).